Event description:
There was a tear in the femoral artery during the positioning of the supplied introducer d. 8f on the supplied guide d.0.025. There was no report of a product malfunction. The pt had a hematoma, hypovolemic shock and a transfusion.